Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of a za9003 intraocular lens (iol), a part of the optic near trailing haptic was torn. The lens was removed from the patient's eye and replaced with another za9003 iol. Reportedly, plunger did not feel stiff during implantation. The operation was delayed by about 20 minutes due to removal and replacement. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Device evaluation: visual inspection of the returned complaint device was performed at 10x microscope magnification. The device analysis noted that lens was observed cut in half. Evidence of viscoelastic residues, ovd (ophthalmic viscosurgical device) was detected. The condition observed in the lens is consistent with a lens that has been cut due to intraocular lens (iol) removal process. The reported issue as ¿iol torn¿ was verified in the returned lens but due to ¿iol removal process¿. As per review of the device history record (DHR), product was manufactured and released according to specifications. During manufacturing process, any defect found on the lenses that do not meet specifications are rejected. There were no non conformances related to the reported issue. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on returned device analysis, manufacturing record review and labeling review, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.